Event description:
Reporter indicated that he had problems with the alignment of the dell handheld screen upon initial use. Attempts were made to realign the screen, but the options were not visible even when the screen was aligned. A replacement handheld was sent to site. Attempts for return of handheld have been unsuccessful.